Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter was hospitalized on (B)(6) 2017 due to high blood glucose. Blood glucose at the time of the admission was 574 mg/dl. The customer's mother stated had just put on her transmitter and sensor, she had a problem and was in the warm up. The customer was refusing treatment, we got out and she started walking down the street. The customer had a seizure while floating down the river. The customer was not wearing the insulin pump during the hospitalization. Customer was wearing pump within 48 hours of hospitalization. Troubleshooting was declined. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.